Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 417 mg/dl. The customer also reported that the insulin pump died while they were a sleep and now it was not working. The customer also reported that the sensor and the insulin pump were not communicating. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.